Event description:
The customer contacted the siemens technical solutions center (tsc) because their interface transmits results to the siemens centralink data management system incorrectly. Results from multiple patients are transmitted as multiple results for one patient. Five days after contacting tsc, two patient samples were tested for triglycercides (trig), cholesterol (chol), and high density lipoprotein (hdl) and this issue occurred. The results that were transmitted to the centralink data management system were reported to the physician(s). The results in the analyzers were then compared to the results reported, and corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to results from multiple patients being transmitted to the centralink data management system as multiple results for one patient.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer inquired if the centralink data management system could be configured to send patient results separately due to the interface limitation. The tsc specialist explained that the centralink host guide and the laboratory information system (lis) must be able to handle multiple messages in one workorder, and instructed the customer to verify their interface (lis) capabilities, as their lis is not a siemens system. The centralink data management system performed according to specifications. The cause of results for multiple patients being transmitted to the centralink data management system as multiple results for one patient is due to limitations of the interface (lis). This system is performing according to specifications. No further evaluation of this system is required.